Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press act button harder or more in order to respond. Customer's blood glucose value was unknown. Customer also stated that insulin pump rejected new batteries a few times also no delivery alarms without explanation multiple times 24 hr. Customer declined to troubleshoot. The device will not be return for analysis.